Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Findings: pump received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Pump also received with scratched case, case cracked behind the pump at the corner of the belt clip rails, case cracked bottom behind the pump to the right side front of the pump, broken battery tube threads, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.